Event description:
It was reported that the pt was revised on (B)(6) 2011 due to instability.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.